Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the communication failure occurred between the processor and the camera head due to partial disconnection of the cable. The cable break might be due to the user's handling. The above device handling has warned in the instruction manual.

Manufacturer narrative:
Local service department checked the subject device and found that the phenomenon occurred due to the cable unit failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that no image was on the screen. There was no report of patient injury associated with the event.